Event description:
The customer reported that there was a visible speaker malfunction inop message.

Manufacturer narrative:
(B)(4). The customer reported that there was a visible speaker malfunction inop message. No pt was harmed as a result of this issue. The visual inop message would be obvious to users. In abundant caution, we will report this as a malfunction. Philips replaced the cpu board and verified that the issue was resolved as the device provided both audible and visual alarming. The repaired device remains in use at the customer site. No further investigation or action is warranted.